Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose (bg) level increased to 785 mg/dl with high ketones that a healthcare provider determined to be dangerous/life threatening. Customer attempted to address elevated bg with a manual injection and drinking water. As a result, customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy.